Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00878. This report is being submitted as additional information. Approximate age of device- 4 years, 6 months, and 23 days. Manufacturer's investigation conclusion: the evaluation of (B)(4) found depositions in the pump outlet stator and inlet assembly. The pump was returned assembled with the driveline cut approximately 2" from the pump housing, and the distal portion of the driveline was not returned. The sealed outflow graft was returned secured to its respective pump port. The sealed inflow conduit was returned but not attached to its respective pump port. The proximal side of the inlet tube revealed a small, white/red, tissue-like ingrowth. Although a specific cause for its development and a duration of time for which it was present in the device could not be determined, the deposition was thin, well-adhered to the textured- surface and did not appear large enough to obstruct flow. The graft conduit and the inlet elbow revealed a soft, acute formation that extended along one side of the graft conduit into the proximal end of the inlet elbow. The deposition did not appear large enough to obstruct flow. A specific cause for its development and a duration of time for which it was present in the device could not be determined. The proximal side of the outlet stator revealed a pink, soft, loosely adhered deposition. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that it was present in the pump while it was operating. The origin of the deposition and the duration of its presence in the pump could not be conclusively determined. The evaluation could not conclusively correlate the observed depositions to the reported event. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The hmii lvas IFU lists device thrombosis, right heart failure, and renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. The hmii IFU outlines indications of device thrombosis and how to respond to such events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was transplanted as 1a due to biventricular failure. The patient¿s heart failure had progressed significantly in the summer of last year when there was an outflow issue. The patient condition temporarily improved after the surgery; however, the heart failure had progressed again. No additional information was provided.